Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited failure to capture. It was attempted to reposition the lead, however, was unsuccessful. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.